Event description:
The customer reported intermittent dark image/no image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was replaced during service. The system was tested and found to be working as intended and put back into service.